Event description:
It was reported that pump displayed malfunction alarm code 9 with associated fault ID, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset procedure, confirmed malfunction did not recur after reset, advised customer to continue using pump and to call back if any malfunction code appeared again, and caller acknowledged these instructions.